Manufacturer narrative:
Additional data: h6 - work order search: no similar complaint was reported for units within the same lot. Corrected data: a1: patient identifier: (B)(6). D2: common device name: phakic toric intraocular lens, product code: qcb. Claim # (B)(4).

Manufacturer narrative:
A2: unk. A3: unk. A4: unk. A5: unk. A6: unk. B3: unk. D4: expiration date unk. D6a: unk. D6b:unk. H4: unk. Claim # (B)(4).

Event description:
The reporter indicated an icl implantable collamer lens, broke during loading. Additional information has been requested but none has been forthcoming.